Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4) discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. There were target lesions located in the left anterior descending (lad) artery and the diagonal artery. A csi viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed two runs at low speed to treat the lesion in the diagonal artery. The oad was removed and the physician followed-up atherectomy with balloon angioplasty. Post-angioplasty angiography did not reveal any complications. The lad artery was then wired with a runthrough guide wire to continue treatment, but angiography revealed a perforation. The physician resolved the perforation by deploying a drug-eluting stent and a covered stent across the perforation. The patient status remained stable throughout the procedure. It could not be determined whether or not the csi viperwire and/or oad caused or contributed to the perforation. A request for additional information was made, but was denied by the facility.